Event description:
The customer reported the unit had a vent inop while in use. No pt harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Visual inspection of the motor controller (mc) pcba revealed no evidence of damage or contamination. The philips field service engineer (fse) confirmed the occurrence of 100a error code and replaced the mc pcba. The motor controller (mc) pcba was tested and no failures were identified. Office contact information: (B)(4).

Event description:
The customer reported the unit had a vent inop while in use. No patient harm reported.